Event description:
Pt had a medtronic pump inserted for intractible pain syndrome approx. Dec. '96. Pt noted to have slight erythmatous area at pump site injection which was distal to incision site. This was treated with ciprofloxin. Pt developed fever, chills and enlarging area of erythema. Pump removed 3/21/97. Op note findings: "removal of medtronic intrathecal pump". "Superficial skin ulceration infection. No gross contamination of pocket or tract."